Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced an umbilical hernia. It was reported that the hernia was not worsened with pd therapy. It was not reported whether the pt was hospitalized for the event. The hernia was surgically repaired on an unspecified date two months after the diagnosis. At the time of this report, pd therapy was ongoing and the patient had recovered from the hernia. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The exact occurrence date was not reported; however, it was reported that the hernia was diagnosed in (B)(6) 2013. A device history record review and a service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow-up medwatch will be submitted.